Event description:
The patient was presented to the emergency room due to inappropriate shocks. An x-ray was performed and the device was found to have migrated. The device was interrogated and found episodes of far-field p-wave oversensing (ffpwos) which resulted in inappropriate shock. It was suspected that the device migration was due to twiddlers. No known intervention has been performed but a revision procedure is anticipated.